Event description:
It was reported that the patient had a cervical abscess pressing on the cord and a seroma that looked infected at the site of the pump. A magnetic resonance imaging (MRI) scan was performed. As a result, the catheter and pump were explanted and were to be replaced in the future. It was reported as ¿unknown or n/a¿ is the issue was resolved. The cause of the event was not specified. At the time of the report the patient's status was unknown. Patient symptoms associated with this event was reported as ¿unknown.¿ it was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify medication, cause of the event, treatment, resolution and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).